Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator changes from red to green. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. On (B)(6) 2011 the device failed a weekly self test due to a low battery. On (B)(6) 2011 the user performed 3 manual self tests. The first 2 failed for a low battery, the 3rd passed. This pattern continued until (B)(6) 2012 when a new pad-pak was inserted. The device then performed successfully until (B)(6) 2012. On this date the device failed due to a low battery. On (B)(6) 2012 the device failed a manual test. A new pad-pak was installed and the device passed a self test. The history log would suggest the user was alternating between new and old pad-paks. No faults was found with the returned pad device or pad-paks. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.